Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. The pump user guide states: do not use any other insulin with your system other than u-100 humalog or novolog. Only humalog and novolog have been tested and found to be compatible for use in the system. H3 other text : device not returned

Event description:
It was reported that an occlusion alarm occurred. A system check was performed by the technical support team, and the occlusion was found to be within the cartridge. Additionally, the customer was using fiasp insulin with the pump. The technical support team informed customer that fiasp insulin is off-label per the user guide. A cartridge change was performed resolving the occlusion. There was no adverse impact to customer¿s blood glucose level.